Event description:
It was reported that pump experienced malfunction with code malf 0 and associated fault ID, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised to continue using pump, and was instructed to call back if issue occurred again, which customer acknowledged and understood.